Event description:
It was reported that when the device check was performed there was no telemetry and therefore interrogation of the device was unable to be performed. It was noted that follow-up for this patient had not been performed for ten years after the implant. It was also noted that at the time of the replacement that telemetry was tried again but was unsuccessful. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).